Manufacturer narrative:
The lead was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead exhibited abnormal impedance measurements that could not be resolved. The lead was removed from the patient and the external silicon coating was odd in appearance. A lead fracture was suspected, so a different lead was implanted to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection found the outer insulation sleeve was bunched up at 380 mm and 565 mm from the terminal pin. Resistance testing was completed to assess the lead¿s electrical performance; measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported abnormal impedance measurements observed clinically, as the lead passed all electrical testing.